Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, a shard penetration occurred. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: conclusion: actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator butyrate tube was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.